Event description:
It was reported that the asymptomatic patient presented in clinic for follow up when externalized conductors were observed via fluoroscopy image. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.2cm was returned for analysis. External insulation abrasion was noted at 9.6-10.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. External insulation abrasion was noted at 38.9-39.1cm and 42.5-42.6cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 7.9-10.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information received states that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.